Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was stiff and did not have a good range of motion. Surgeon found scar tissue over the patella and other areas as well. This was the patients left knee. The insert was changed to a new insert after re-trialing. The size 4, 9mm cr trial was broken when the surgeon was removing the trial from the tibial prosthesis, after completing his trial. This event is for revision of primary implant.

Manufacturer narrative:
An event regarding poly insert exchange due to arthrofibrosis involving a triathlon insert was reported. The event was confirmed through operative notes received. Method & results: device evaluation and results: not completed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. An extensive scar tissue release was performed in combination with liner exchange as required for adequate exposure and to maintain adequate stability of the arthroplasty after the procedure. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the provided operative notes confirmed the patients arthrofibrosis and the therapeutic intervention to improve rom through bearing an extensive scar tissue release and poly exchange in combination with extensive debridement. The clinician indicates total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. However, the clinician also states that while patient-related factors are not evident, there is a general lack of information around this, hence, we cannot confirm the root cause to be procedure related. Further information such as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was stiff and did not have a good range of motion. Surgeon found scar tissue over the patella and other areas as well. This was the patients left knee. The insert was changed to a new insert after re-trialing. The size 4, 9mm cr trial was broken when the surgeon was removing the trial from the tibial prosthesis, after completing his trial. This event is for revision of primary implant.